Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 7. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-may-2024, it was reported that patient faced seven events of presence of air bubbles in the reservoir during filling. No further information available.